Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during coil embolization of an anterior communicating artery (acom) aneurysm, the trufill dcs orbit mini complex fill 3 x 6 coil stretched. After stretching was noted, the coil was withdrawn back into the noncordis excelsior 10 s microcatheter without difficulty. The coil was successfully removed from the patient still attached to the delivery system. The procedure was continued and successfully completed with same-like product. There was no reported patient injury. The aneurysm measured: (B)(6); and the neck to sac ratio was 1:1.2. Neck remodeling was utilized with an enterprise vrd. An adequate/ continuous flush was maintained to the microcatheter at all times. The microcatheter was not reshaped. Two other coils were advanced through the same excelsior microcatheter prior to the reported product issue. There was no reported product issue and no kinks with the microcatheter. There was no resistance between the guidewire and microcatheter when accessing the target site and no resistance at any time during advancement of the coil through the microcatheter. There was no resistance when the coil was advanced/ repositioned/ withdrawn. The microcatheter was not repositioned over the coil while the coil was deployed out of the distal end of the microcatheter. Initially a one to one relationship between the coil and delivery tube was verified with fluoro with repositioning, but there was no movement after 3-4 times repositioning. It was determined that the loss of one to one was due to the coil stretching. It was reported that coil entanglement with previously placed coils may possibly have contributed, but it is not sure. The product was returned for inspection. A non-sterile trufill dcs was received coiled inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received separated from the device and it was found elongated. The support coil and gripper were found without damage. The head piece of the embolic coil was still attached to the gripper the rest of the embolic coil was received separated from the unit and it was found broken and stretched. The gripper and the headpiece with four loops of coil were inspected under microscope. The gripper presented no damages. The embolic coil was found broken. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the coil broke/stretched, the kinks on hypotube and the damages found in introducer could not be conclusive determinate; however, it was reported that the coil was still attached to the delivery system when removed from the patient. Therefore, it appears that these additional damages occurred post procedural use. Additionally, inspections are in place to prevent these kinds of failures from leaving the facility. Although no conclusion regarding root cause can be made with review of the available information and analysis of the returned device, it is possible that aneurysm characteristics, device interaction resulting in procedural manipulation may have contributed. No definitive conclusion can be made; however, there is no indication of any relationship to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during coil embolization of an anterior communicating artery aneurysm, the physician noted that the trufill dcs orbit mini complex fill 3 x 6 coil was stretched. Two other coils were advanced through the microcatheter prior to the reported product issue. An excelsior 10 s microcatheter was used for the procedure. The aneurysm measured: height 4.7; width 3.6; length 6.6; neck 4.2; and the neck to sac ratio was 1:1.2. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was used with an enterprise vrd stent. There was no reported product issue with the microcatheter. There was no reported patient injury.